Manufacturer narrative:
UDI: serial number unknown; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 6 for the same event: it was reported from (B)(6) that during a humerus diaphysis fracture surgery to apply multiloc long nail in orif (open reduction internal fixation), it was discovered that when the radiolucent drive device was assembled (adapter device, quick coupling device, drill bit devices and small battery drive device) and switched on to try the distal side stoppage, the drill bit devices turned more awkwardly than the usual movement. According to the reporter, the unit was set up again and re-tried, however; the issue persisted. It was reported that the connectivity between the power tool unit and attachments were checked and no defects were found. It was reported that the event occurred during use on a patient. There was a five minute delay to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the serial number was documented as unknown on the initial report. It has been updated as (B)(4). Correction: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as (B)(6) 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device was functioning according to the specifications. No failures were identified. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.